Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a motor position encoder error as well as motor error alarm. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/or basal delivery. Unable to confirmed motor position encoder error alarm error alarm due to history file overwritten with pump history crc failed. Some of the recorded pump history data is missing. Alarms. Insulin pump history crc failed. Some of the recorded pump history data is missing. Alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.